Manufacturer narrative:
Updated fields: d4, d10, g4, g7,h2, h3, h4, h6, h10. Unique device identifier (UDI) : UDI: (B)(4). The certas valve was returned for evaluation: device history record (DHR) - conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 3. The valve was visually inspected; needle holes in the needle chamber were noted as well as the needle guard was raised. The valve passed the test for programming, occlusion, reflux and pressure. The valve leaked from the needle holes in the needle chamber. The needle chamber was dismantled; the needle guard was bent, and glue traces were noted on the needle guard and the needle base. The root cause for the problem reported by the customer is due to the raised needle guard this is probably due to wrong handling as noted in the instruction for use (IFU) : do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that after connecting the valve insertion catheter, the csf pumping to the receiver was not restored from pressed state. After removing the catheter again, it was restored normally when pumping the receiver and tied back to the catheter, but the same problem occurred as before. It was considered defective and the valve was replaced with a new product to proceed with the operation. There was a delay in surgery due to a malfunction of the valve, and it took about 30 minutes to test and replace. The valve was used to treat hydrocephalus.